Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the rewind, basic occlusion and displacement test. No motor error alarms noted during testing. The motor passed the motor test. The device had cracked battery tube threads, minor scratches on the display window, and missing end cap sticker.

Event description:
Customer's mother reported via phone call, the insulin pump alarmed motor error during bolus. Customer's blood glucose was 249 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.